Manufacturer narrative:
Block d6b: explant date: 3 years ago.

Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent an ipg explant procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent an ipg explant procedure.